Event description:
Sorin group received a report that during setup for a case, the s3 double head pump displayed an error message and stopped. The medical engineer power cycled the pump and the device worked without any problems throughout the operation. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a case, the s3 double head pump delayed an error message and stopped. The medical engineer power cycled the pump and the device worked without any problems throughout the operation. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.